Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on the left side could not be visualized/the essure device could not be identified at all'), pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there was some difficulty getting the device to go into the fallopian tube and it was not able to be placed adequately". The patient's medical history included cervical cancer from 1997 to 2005, gravida ii, parity 2, tummy tuck and benign essential hypertension. Previously administered products included for an unreported indication: oral contraceptive nos from 1997 to 1998 and micardis. Concurrent conditions included hypertension, vulvovaginal human papilloma virus infection, pap smear abnormal, libido decreased and pelvic adhesions. Concomitant products included losartan, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, migraine, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain and headache was resolving and the dyspareunia and fatigue had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, as per fu plaintiff did not undergo essure confirmation test however hsg was already captured in initial version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: no acute abnormalities in the abdomen. No calcific densities are identified. A linear metallic densities identified in the pelvis. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2017: benign endocervical polyp showing mild chronic inflammation. Fragments of benign endocervical tissue. No evidence of dysplasia or malignancy. Curettage: squamous hyperplasia with hyperkeratosis, suggestive of condyloma acuminatus. No evidence of dysplasia or malignancy. Ultrasound scan vagina - on (B)(6) 2018: essure coil not visualized. Lot number: 708872 manufacture date: 2010-01 expiration date: 2013-01. Concerning the injuries reported in this case the following events were confirmed via patients medical records: dyspareunia,depression,pelvic pain concerning the injuries reported in this case the following event was extracted from medical record :device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on the left side could not be visualized/the essure device could not be identified at all'), pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia') in a 42-year-old female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there was some difficulty getting the device to go into the fallopian tube and it was not able to be placed adequately". The patient's medical history included cervical cancer from 1997 to 2005, gravida ii, parity 2, tummy tuck and benign essential hypertension. Previously administered products included for an unreported indication: oral contraceptive nos from 1997 to 1998 and micardis. Concurrent conditions included hypertension, vulvovaginal human papilloma virus infection, pap smear abnormal, libido decreased and pelvic adhesions. Concomitant products included losartan, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"), 2 years 4 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In november 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, migraine, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and fatigue had resolved and the headache was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, as per fu plaintiff did not undergo essure confirmation test however hsg was already captured in initial version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: no acute abnormalities in the abdomen. No calcific densities are identified. A linear metallic densities identified in the pelvis. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2017: benign endocervical polyp showing mild chronic inflammation. Fragments of benign endocervical tissue. No evidence of dysplasia or malignancy. Curettage: squamous hyperplasia with hyperkeratosis, suggestive of condyloma acuminatus. No evidence of dysplasia or malignancy. Ultrasound scan vagina - on (B)(6) 2018: essure coil not visualized. Lot number: 708872 manufacture date: 2010-01 expiration date: 2013-01. Concerning the injuries reported in this case the following events were confirmed via patients medical records: dyspareunia,depression, pelvic pain concerning the injuries reported in this case the following event was extracted from medical record :device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, menorrhagia and vaginal hemorrhage were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on the left side could not be visualized/the essure device could not be identified at all'), pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia') in a 42-year-old female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there was some difficulty getting the device to go into the fallopian tube and it was not able to be placed adequately". The patient's medical history included cervical cancer from 1997 to 2005, gravida ii, parity 2, tummy tuck and benign essential hypertension. Previously administered products included for an unreported indication: oral contraceptive nos from 1997 to 1998 and micardis. Concurrent conditions included hypertension, vulvovaginal human papilloma virus infection, pap smear abnormal, libido decreased and pelvic adhesions. Concomitant products included losartan, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"), 2 years 4 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, migraine, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and fatigue had resolved and the headache was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, as per fu plaintiff did not undergo essure confirmation test however hsg was already captured in initial version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2018: no acute abnormalities in the abdomen. No calcific densities are identified. A linear metallic densities identified in the pelvis. Hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Pathology test on (B)(6) 2017: benign endocervical polyp showing mild chronic inflammation. Fragments of benign endocervical tissue. No evidence of dysplasia or malignancy. Curettage: squamous hyperplasia with hyperkeratosis, suggestive of condyloma acuminatus. No. Evidence of dysplasia or malignancy. Ultrasound scan vagina on (B)(6) 2018: essure coil not visualized. Lot number: 708872 manufacture date: 2010-01 expiration date: 2013-01 concerning the injuries reported in this case the following events were confirmed via patients medical records: dyspareunia,depression,pelvic pain concerning the injuries reported in this case the following event was extracted from medical record :device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of pelvic pain, menorrhagia and vaginal hemorrhage were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on the left side could not be visualized/the essure device could not be identified at all'), pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there was some difficulty getting the device to go into the fallopian tube and it was not able to be placed adequately". The patient's medical history included cervical cancer from 1997 to 2005, gravida ii, parity 2, tummy tuck and benign essential hypertension. Previously administered products included for an unreported indication: oral contraceptive nos from 1997 to 1998 and micardis. Concurrent conditions included hypertension, vulvovaginal human papilloma virus infection, pap smear abnormal, libido decreased and pelvic adhesions. Concomitant products included losartan, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2012, the patient experienced fatigue ("fatigue"). In january 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, migraine, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain and headache was resolving and the dyspareunia and fatigue had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, as per fu plaintiff did not undergo essure confirmation test however hsg was already captured in initial version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 22-jun-2018: no acute abnormalities in the abdomen. No calcific densities are identified. A linear metallic densities identified in the pelvis. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on 06-apr-2017: benign endocervical polyp showing mild chronic inflammation. Fragments of benign endocervical tissue. No evidence of dysplasia or malignancy. Curettage: squamous hyperplasia with hyperkeratosis, suggestive of condyloma acuminatus. No evidence of dysplasia or malignancy. Ultrasound scan vagina - on 25-jun-2018: essure coil not visualized.. Lot number: 708872 manufacture date: 2010-01 expiration date: 2013-01. Concerning the injuries reported in this case the following events were confirmed via patients medical records: dyspareunia,depression,pelvic pain concerning the injuries reported in this case the following event was extracted from medical record :device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2019: fu 3 and 4 processed together.medical record received : following event was added : on the left side could not be visualized.medical history and concomitant conditions added.reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on the left side could not be visualized/the essure device could not be identified at all'), pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia') in a 42-year-old female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there was some difficulty getting the device to go into the fallopian tube and it was not able to be placed adequately". The patient's medical history included cervical cancer from 1997 to 2005, gravida ii, parity 2, tummy tuck and benign essential hypertension. Previously administered products included for an unreported indication: oral contraceptive nos from 1997 to 1998 and micardis. Concurrent conditions included hypertension, vulvovaginal human papilloma virus infection, pap smear abnormal, libido decreased and pelvic adhesions. Concomitant products included losartan, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"), 2 years 4 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, migraine, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and fatigue had resolved and the headache was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, as per fu plaintiff did not undergo essure confirmation test however hsg was already captured in initial version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: no acute abnormalities in the abdomen. No calcific densities are identified. A linear metallic densities identified in the pelvis. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2017: benign endocervical polyp showing mild chronic inflammation. Fragments of benign endocervical tissue. No evidence of dysplasia or malignancy. Curettage: squamous hyperplasia with hyperkeratosis, suggestive of condyloma acuminatus. No evidence of dysplasia or malignancy. Ultrasound scan vagina - on (B)(6) 2018: essure coil not visualized.. Lot number: 708872 manufacture date: 2010-01 expiration date: 2013-01 concerning the injuries reported in this case the following events were confirmed via patients medical records: dyspareunia,depression,pelvic pain concerning the injuries reported in this case the following event was extracted from medical record :device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there was some difficulty getting the device to go into the fallopian tube and it was not able to be placed adequately". The patient's medical history included cervical cancer from 1997 to 2005. Previously administered products included for an unreported indication: oral contraceptive nos from 1997 to 1998 and micardis. Concurrent conditions included hypertension. Concomitant products included losartan, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache was resolving, the menorrhagia, vaginal haemorrhage, migraine, depression, anxiety and dysmenorrhoea outcome was unknown and the dyspareunia and fatigue had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, as per fu plaintiff did not undergo essure confirmation test however hsg was already captured in initial version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received. Reporters information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, depression and mental anguish, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), fatigue, there was some difficulty getting the device to go into the fallopian tube and it was not able to be placed adequately. Event outcomes were updated. Medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.